Manufacturer narrative:
The insulin pump had button error alarm and no act, up and down button response due to corroded keypad traces. No moisture damage inside the device was noted. It was also received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that the insulin pump may have been exposed to sweat since she had it pressed against her skin. Blood glucose value was 195 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.